Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The alarm occurred during an unspecified phase of peritoneal dialysis therapy. The technical service representative assisted the patient with clearing the alarm. The patient was advised to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.